Event description:
The facility reports the caregiver was removing the resident from the bath. The caregiver was situated at a location where she could see the resident and the lift become unstable. The caregiver and the resident were able to right the lift and prevent the fall. The resident was unbuckled from the safety belt and removed from the lifter. No injuries were reported.